Manufacturer narrative:
Additional information was received on (B)(6) 2016 that the malfunction alarm occurred again. The customer's blood glucose (bg) level was impacted (267 mg/dl). A manual injection was administered to correct bg level. It was indicated that the customer would continue to use manual injections as insulin therapy until the replacement pump was received. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (270 mg/dl). The customer delivered a correction bolus. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.